Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v172553, implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. Product ID: 3031a, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that over three years ago the patient complained to her healthcare provider (hcp) at the time that she was feeling ill. Her battery was checked and was told that everything was fine. She changed physicians and the new hcp told her that she was feeling ill due to pyelonephritis, infection, and sepsis. The device was replaced. The exact cause of the patient¿s illness and the outcome were not reported, so additional information was requested. If additional information is received, a supplemental report will be sent.